Manufacturer narrative:
Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 1/11/2022, it was reported by a sales representative via email that an ar-513-t7 tka tibial tray modular center screw was loose. Surgeon was able to use the screw and used the screwdriver in the tray to tighten it down. The surgeon felt that the screw did engage and felt confident the product was okay to implant into the patient. No other devices needed to be opened to complete. This was discovered during a total knee arthroplasty procedure.